Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The PICC catheter initially showed a ¿bubble¿ near the butterfly. The next day, the catheter was found to have ruptured and had to be removed.

Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. The provided lot was found to be associated with pn 384062 instead of 384221. According to the product experience report, there was no sample available to return for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted to establish a definite root cause and an appropriate corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.